Event description:
It was reported patient underwent a left total knee arthroplasty on (B)(6) 2005. Subsequently, the patient underwent a revision procedure on (B)(6) 2006 due to unknown reasons. Patient underwent an irrigation and debridement procedure on (B)(6) 2015 due to infection. The tibial bearing was removed, washed out and reimplanted. Patient underwent a further revision procedure on (B)(6) 2015 to remove the tibial bearing. Another revision procedure has been indicated; however, no revision procedure has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.